Manufacturer narrative:
The sheath was repaired by mobil repair service, an unauthorized repair was done, therefore, not returned to richard wolf. Without the sheath we cannot investigate and determine a root cause. There was no further info provided by the enduser. The enduser reported on the medwatch report an 8654.911 device product number. Follow-up info identified the device to be an 8655.184 product number.

Event description:
It was reported that a richard wolf laser end sheath cracked and broke off in the bladder. The items were removed from the bladder through the use of a cystoscope. There was no harm to the pt.